Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The investigation is ongoing. A supplemental medwatch will be submitted when the investigation is complete. Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Items marked ni are unk to us at this time.

Event description:
It was reported that a pt had myocardial infarction and had been placed on vv support on (B)(6) 2012. On (B)(6) 2012, a perfusionist was called to the hospital when the flow went from 6 to 2 liters. The perfusionist found a clot on the proximal side of the oxygenator which had been unnoticed. It was felt that the pt's vitals had not changed since therapy had started and the decreased flow had not affected the patient's condition. The pump was shut off. The pt expired. (B)(4).